Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the solenoid control board and the pim to backplane cable. The unit passes all tests to factory specifications.

Manufacturer narrative:
The field service engineer replaced the solenoid control board and the pim to backplane cable. The unit passes all tests to factory specifications.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e1 (initial reporter and email).

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during fault finding by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) training unit solenoid board was burnt. There was no patient involvement.